Manufacturer narrative:
We received one 831f75 catheter with no attached components or packaging for examination. The reported event of the "balloon did not inflate" was confirmed. Examination of the catheter found a puncture with an entrance hole and exit hole in the catheter body 79cm proximal of the catheter tip. The punctures were found to enter the inflation and distal lumens only. The puncture entrance is 0.030" and the exit is 0.020" across. Leak testing confirmed proximal injectate and proximal infusion lumens were patent and did not leak. There is no visible damage to the balloon latex or bonds. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue where there is a communication between the distal and inflation lumens should be observed during this inspection or during flushing. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was placed without complications. It was specified that during security test, the balloon was found to be in good condition. The anesthesiologist realized that the pulmonary wedge pressure (pwp) measurement was not possible despite the catheter being in the correct position. The catheter was removed and it was found the balloon did not inflate. When inspected, no missing pieces were found missing from the balloon. The issue was solved by replacing the catheter with a new one. There was no patient injury reported. Device was available for evaluation.